Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were working on the cause of the stimulation in the wrong location; if stimulation was too high then it caused pain in the lower rib cage. The patient reported that they lowered stimulation, although it was a fine line to calculation to prevent previous chronic pain. The patient reported that the stimulation in the wrong location and pain worsening was somewhat resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient's posterior rib cage lower level felt like she was hit with a baseball bat. Patient stated she thought the pain was from her incision. Patient stated when she had the device first turned on, the manufacturer's representative had asked if she felt stimulation. Patient stated she felt the stimulation in her posterior rib cage since date of implant. Patient stated her stimulator was implanted for pain in her left iliac crest, lower back, and front pelvic area. Patient stated as time went on the pain got gradually worse so she increased her stimulation to see if she could tell if the pain was related to her stimulation/device. Patient stated when she increased stimulation, she felt the stimulation in her lower rib cage area get worse. Patient stated she normally had stimulation around 1.3. Patient stated she decreased her stimulation below 1, around 0.6 or 0.7 and she woke up the next morning and ribcage pain was gone. Patient decided to gradually increase her stimulation since it was feeling okay. Patient stated she increased her stimulation to 1 last night. Patient stated when she woke up this morning ((B)(6) 2018) the pain that the stimulator was implanted to treat was worse/really severe. Patient stated it was a delicate balance to find where the stimulator will annoy her and take away previous pain. Patient inquired if that was common. Patient services (pss) reviewed therapy/stimulation/programming expectations. Caller redirected to healthcare provider. Patient services corrected the event date of the severe pain to (B)(6) 2018. Additional information was received from the patient. It was reported that there was a return of chronic pain that has been really bad. The patient has increased stimulation as high as 1.4 to help with the chronic pain. The patient began noticing stimulation like she was hit with a baseball bat in the ribs. The patient said it was buzzing and annoying. The patient turned stimulation down, but it feels like it is overstimulating. The patient set stim to 0.1 and noted she is on group a, program 1, with no other programs. The patient only had access to amplitude. The patient notified the healthcare provider (hcp) of the return of chronic pain and the hcp did an x-ray at the patient¿s 6-week post-op. The patient did not tell the hcp about the overstimulation and did not yet know the results of the x-rays. The programmer showed stimulation was on. The patient asked about turning stimulation off and it was reviewed they could do so if it was medically appropriate. The patient was going to call the doctor to discuss overstimulation and x-ray results. No further complications were reported.